Manufacturer narrative:
(Off label vascular use), evaluation summary: the device was returned without blood or contrast visible. There was fluid visible in the guide wire lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. The crimp marks indicate that the stent was appropriately crimped to the stent delivery system. There was no damage noted to the biliary stent system. The distal shaft outer diameter met manufacturing criteria. A new guide wire was backloaded through the returned catheter and no resistance was met. It was reported that resistance was felt when advancing the omnilink stent delivery system from the right side approach to the left iliac that had moderate calcification. It is possible that the resistance was felt due to the calcification. A specific root cause for the reported dislodged stent could not be determined based on the investigation. Stent dislodgement can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, pt anatomical morphology and pt disease state. Per the device's instructions for use, the device is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.

Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during attempted stenting of a target lesion in the left common iliac artery, using a right-sided approach, slight resistance was felt when the omnilink stent delivery system (sds) was advancing over the iliac bifurcation. The stent dislodged from the balloon in the moderately calcified right common iliac artery. The sds was removed and the omnilink stent was expanded, using agiltrac dilatation balloons, and implanted in the right common iliac artery, an unintended site. Attempted stenting of the target lesion was abandoned. There was no adverse pt sequela. Though requested, no additional info was provided.